Event description:
A surgeon reported that lens was explanted & replaced in 2004 due to having cracked or delaminated. The report states that the defect only shows up when the iol is at body temperature. Several requests have been made to obtain additional info. No further info is available at the time of this report.